Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" the doctor has been changing her coumadin dosage every time, it is outside of her target range in the last couple of weeks. Patient has been using meter for approx. 1 year. Her target range 2.0-3.0. Performed a test with caller over the phone, inr = 2.0.